Event description:
According to the information received, a report was made regarding packaging - sharp edges. As reported, the catheter sleeve had sharp edges, and when the catheter was opened, thin strips of foil come away from the catheter. They break away & could enter the patient when they are being catheterized.

Manufacturer narrative:
The return of the device has been requested; however, the device is not available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Based on the information received, there was no injury. A review of the lot history records indicates no nonconformances for raw materials or during in-process or final inspections. There were no additional complaints registered for this lot. Should the device or additional information be received, an addendum to this report will be filed.